Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had an inflammatory mass and there was an occlusion at the catheter tip. The catheter was explanted (all or partial), and the pump was reprogrammed. There were no patient symptoms/injuries related to this event. The pump was being used to deliver infumorph.

Event description:
Additional information: the patient had 2-3 granulomas in the spinal cord and the catheter was in the wrong location. Surgery was performed 2013 (B)(6) and it was discovered that the catheter tip was clogged. The catheter tip was removed at the inflammatory mass site. The remaining catheter resided in the subcutaneous tissue and was left inside the patient. The pump was turned down to minimum rate and emptied of drug. The pump remained implanted. The patient was being managed through oral medication and was doing "fine otherwise."

Manufacturer narrative:
(B)(4).